Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps were taken to address their implant battery only lasting seven hours before it needed to be charged, but they did not solve the problem. The specific steps taken were not reported. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that they charge their ins and it takes them about an hour and a half the caller stated that the ins will only last 7 hours and is concerned this is not normal and it should be lasting longer. The caller stated that they have to move around the antenna because they get good and excellent. The patient charges the device to 100%. The patient was forwarded to their healthcare provider (hcp) to address the charging issues. The patient has left a message with a manufacturer's representative. No further complications were reported or anticipated. No symptoms were reported.